Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified, however, based on the results of the investigation, the probable cause of the malfunction would likely be improper handling and the application of excessive force, as well as impact to the device such as a fall, shock, or similar stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1:(B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope tip detached. There were no reports of patient harm.